Event description:
It was reported that the patient had frequent failures on an unknown foley catheter balloon. Per follow up via phone 07jan2022 it was stated that the patient had 4 bard latex foley 2 way catheter balloons burst over the course of 3 months. Also stated that there was no medical intervention required for the patient.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (contact with sharp objects or exposed to petrolatum based products or mechanical failure or operator error). The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was unable to review due to unknown product code. Although the product family was unknown the (foley catheter) ifus are found to be adequate based on past reviews.